Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 530 mcg/day via an implantable pump for intractable spasticity. It was reported that an empty pump reservoir occurred. The physician on call indicated that the patient¿s pump alarm had been going off since last night due to being empty. The patient was due for a refill. The patient¿s pump refill date was (B)(6) 2019 as per the managing physician. Therapy was not intentionally discontinued. It was noted that they will be filling the pump like normal once the pharmacy sends them the drug for the pump. The patient was described as having experienced little withdrawal symptoms. No further patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2019. It was reported that the cause of the empty pump alarm was a missed appointment. The pump was refilled. ¿unified database across private and academic.¿ it was indicated that the programmer alarm was 1 week out from alarm date. The issue was resolved at the time of the report and the device was noted as ¿functional.¿ the patient¿s weight was provided. There were no further complications reported/anticipated.